Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm intermittently occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that a cartridge change error occurred. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, the customer administered a manual injection to address elevated bg level. Reportedly, customer reverted to manual injections for insulin therapy.